Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Supplemental correction submitted to correct aware date.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device has a remaining four-year longevity and has reached the elective replacement indicator (eri) in just two years and eight months. Additionally, the patient has not been very compliant with follow-ups. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Supplemental correction submitted to correct aware date. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device has a remaining four-year longevity and has reached the elective replacement indicator (eri) in just two years and eight months. Additionally, the patient has not been very compliant with follow-ups. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device has a remaining four-year longevity and has reached the elective replacement indicator (eri) in just two years and eight months. Additionally, the patient has not been very compliant with follow-ups. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.